Manufacturer narrative:
Cine image review: the customer provided four cine images of vessel with a 45cm ruler identified in the background. Each image provided showed the same vessel at different areas. Based off of the ruler in the background, at the approximate 6cm mark the vessel was restricted likely from the reported calcified lesion. The provided images did not show either a pta or directional atherectomy device within the vessel. The images provided do not provide evidence of balloon burst of the pta device or inability to advance/retract the cutter of the directional atherectomy device product analysis: the turbohawk was returned connected to a cutter driver. No other ancillary devices were included. A visual inspection of the turbohawk found the cutter retracted into the cutter window. It was observed under microscope that the distal edge/rim of the cutter window was damaged. The cutter was retracted and observed the platinum iridium was folded inward consistent with the result of a cutter crash. The cutter driver was activated and the thumb switch was advanced, however it could not advance past the cutter window. The cutter was crashing onto the housing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk atherectomy device and pacific xtreme pta balloon with a 7fr non-medtronic sheath and 0.014 nitrex guidewire during treatment of a 20cm calcified lesion in the patient¿s distal left superficial femoral artery (sfa). Vessel diameter reported as 6mm. Slight vessel tortuosity and severe calcification are reported. Lesion exhibited 90% stenosis. No damage was noted to the products packaging prior to use. No issues were noted when removing the devices from the hoop/tray. IFU was followed and both the turbohawk and pacific xtreme devices were prepped without issue. It is reported the hawkone atherectomy device was used initially. After completing 3 passes it is reported the device would not close completely. The thumbswitch was advanced and held as far forward as possible for the device removal with the cutter inside the housing, but not able to completely advance. The device was removed from the patient and the pacific xtreme pta balloon was used. A non-medtronic inflation device was used with a 50/50 cont rast and saline mix for balloon inflation. The device was not passed through a previously deployed stent and no resistance was encountered during advancement. It is reported that a pinhole balloon burst occurred at a pressure of 8atm on 4th inflation of the device. It was determined that the inflation was adequate and the device was removed from the patient to complete the procedure. The balloon was safely removed from patient. No intervention was required for either device removal. There was no vessel damage noted. No fragment remained. No injury reported.